Manufacturer narrative:
Concomitant product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 25mg/ml morphine at 7.5 mg/day via an implantable infusion pump for an unknown indication for use. It was reported that a granuloma was found at t11 and confirmed by a CT scan. It was reported that the patient had significant abdominal pain. It was reported that intervention was pending neurological consult. It was reported that the issue was not resolved at the time of the report. It was reported that surgical intervention was planned, but had not been scheduled. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient recently had a catheter revision due to a granuloma. Further information was not provided. No further complications were reported/anticipated or expected.